Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening device.

Event description:
A trial patient reported the lead moved. The patient stated she was not sure if the lead moved for her evaluation or not. The patient stated the relief was not as good as it was before and the patient was discouraged. It was noted the patient made a lead change from the right lead to the left lead. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.